Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter, while the smart device remains connected. Patient's father stated that when receiver shows signal loss, they restart the sensor. Dexcom representative advised patient's father not to restart sensor, and educated him on possible causes for the loss of connection. Dexcom representative advised patient's father to reset the receiver. No additional patient or event information is available.